Event description:
The customer reported via phone call that they had several battery alerts on their insulin pump. The customer reported the insulin pump would alarm weak battery or failed battery test alarm. The customer stated they have tried 10 batteries in the past month. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.